Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headache. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 31, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging complained of headaches. Related to CPAP device there is no allegation of serious or permanent harm or injury. Evidence of sound abatement foam degradation/breakdown was observed in this device. Philps investigation lab observer was not able to get care orchestrator information from device, unknown residue was found inside all the enclosure, unknown white dust-like contamination at the air inlet of the blower box, unknown white dust-like contamination was on top of the blower motor and the blower motor seal, manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. The device's downloaded event log was reviewed by the manufacturer and found errors. The manufacturer concludes that unable to confirm the presence of degraded sound abatement foam. Confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam, likely from an external source. Unable to address the patient's symptoms. In this report, sections d9, g3, h3, and h6 have been updated or corrected.